Event description:
A customer contacted baxter to report that the homechoice (hc) program had three cycles, but the machine should have 4 cycles (patient was not connected). The technical service representative (tsr) assisted the home patient (hp) to review the program and confirmed there were three cycles. The hp stated that the hc machine should have 4 cycles. The tsr advised the hp to contact the nurse and review the program with the nurse. There was patient involvement, but no clinical consequences for the patient were reported.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The homechoice device was not returned to baxter, therefore no evaluation could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). The reported issue was confirmed when the customer contacted baxter; however, a cause was undetermined.